Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h6. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-02369, 0001825034-2024-02370. Proposed component code: mechanical (g04) head no product was returned or pictures provided; visual an dimensional evaluations could not be performed. The complaint could not be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b7; d6a; e1-3; g2; g3. The following sections were corrected: b5 timeframe. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 21 years post-implantation, the patient underwent a hip revision due to complications related to metal-on-metal particles. Complications include medications for prostate issues caused by the metal particles, particles disease, heart issues, bones have multi-level degenerative changes, bilateral renal cysts, chronic appearing erosion, elongated thick-walled fluid tracking into the thigh and chronic pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient has been indicated for a revision due to complications related to metal on metal particles. Complications include medications for prostate issues caused by the metal particles, particles disease, heart issues, bones have multi-level degenerative changes, bilateral renal cysts, chronic appearing erosion, elongated thick walled fluid tracking into the thigh and chronic pain. No revision has been reported to date. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h6. D4: attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2; a3; d6b; g3; h2. The following sections were corrected: b2; b5; h6 impact code. D6b: explant date ¿ (B)(6) 2024.

Event description:
It was reported that approximately 11 years post-implantation, the patient underwent a hip revision due to complications related to metal on metal particles. Complications include medications for prostate issues caused by the metal particles, particles disease, heart issues, bones have multi-level degenerative changes, bilateral renal cysts, chronic appearing erosion, elongated thick walled fluid tracking into the thigh and chronic pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2; a4; a5; b3; b5-7; d6b; e1 contact; g3; h2; h6 the following sections were corrected: d5; e1 establishment.

Event description:
It was reported that approximately 11 years post-implantation, the patient underwent a hip revision due to complications related to metal on metal particles. Complications include pain, elevated metal ion levels, and metal pathology. Patient experienced, bursitis, pain, and fluid collection. Imaging showed partial tearing of the gluteus medius tendon, erosion along the greater trochanter, and thick-walled fluid collection. During the revision, a pseudotumor was debrided and avascular fibrinous necrotic tissue was debrided. The stem and shell were well-fixed and retained. The head was replaced. Attempts have been made and no further information has been provided.